Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to have a bubble on the dso seal. The event history log was reviewed, pump ran in user made and mu mode, as well as opened up the pump. The customer reported error code was not confirmed. Ec 41622 is a motor timeout; pump operated normally in user mode, and the error code in the event log was intermittent. The internal inspection did not show any physical damage, but the motor was difficult to turn by hand. The motor and optic switch will be replaced as a result, confirming the reported customer complaint. The problem source has been determined to be unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the device gave error code lec 41622. There was no patient involvement.